Manufacturer narrative:
This is the same event as 3010536692-2014-00449, 00450, 00451. This event occurred in (B)(6).

Event description:
Allegedly post-operatively overtime, she began to get considerable pain and numbness in her groin and down her leg. On (B)(6) 2009, she had a revision of the overall component of the left hip.